Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue or reproduce the reported issue. The device was tested intensively without a malfunction. However during the visual inspection of the pump the service representative identified corrosion on the motor end stage board. Therefore the motor endstage board and the motor control board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump alarmed during the procedure. It was reported that the customer was unable to clear the alarm. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
The boards were returned to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed and fluid ingress on the boards could be determined as root cause for the reported issue. This is a known issue and livanova deutschland implemented a new greasing procedure as corrective action to avoid problems with ingress of liquids. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.